Manufacturer narrative:
The report indicates that the smart control stent deployed by itself inside the patient during advancement to the lesion in the iliac artery. The locking pin was said to have been left in place during advancement and no unusual force was applied to the delivery system. The stent was deployed in the correct location and there was no report of patient injury. No additional patient or procedural information has been made available by the affiliate. A review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The wire lumen subassembly lot was also reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. No units were rejected during the assembly of the lot. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The report from the affiliate indicates that the smart control stent deployed by itself inside the patient during advancement to the lesion in the iliac artery. The locking pin was said to have been left in place during advancement. The stent was able to be deployed in the correct location, per the affiliate. There was no report of patient injury. No additional patient or procedural information has been made available by the affiliate.